Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pelvic pain') in a 25-year-old female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, mild mental retardation, gerd, cough, kidney stone, pain in limb, carpal tunnel syndrome, miscarriage, heart disease, unspecified and turbinectomy. Concurrent conditions included overweight, hypertension, asthma, migraine, cramp in lower abdomen, headache, abdominal pain, vaginal itching, vaginal redness, recurrent uti, tenderness, yeast infection, vaginal candidiasis, ovarian cyst, lung disease, nabothian cyst, low back pain, flank pain, pyelonephritis, numbness, paraesthesia, fever, sore throat, dysuria, hemoptysis and increased urinary frequency. Concomitant products included salbutamol (albuterol) from (B)(6) 2015 to (B)(6) 2017 for asthma, atenolol from (B)(6) 2015 to (B)(6) 2015 for hypertension, paracetamol (acetaminophen) for migraine, cefalexin (cephalexin) from (B)(6) 2011 to (B)(6) 2015, fluconazole (diflucan) from (B)(6) 2011 to (B)(6) 2015 and nystatin from (B)(6) 2011 to (B)(6) 2015 for vaginal infection as well as ondansetron (zofran) since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression / psych injury"), attention deficit hyperactivity disorder ("psychological or psychiatric problems condition: adhd / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain ("abdominal pain") and urinary tract infection ("uti (urinary tract infection)"). The patient was treated with methylphenidate and surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved and the vaginal infection, depression, attention deficit hyperactivity disorder, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, attention deficit hyperactivity disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for essure confirmation test that patient did not under go essure confirmation test. Current weight 190 lbs. In left side one coil of the essure was visualized and on right side one coil of essure was visualized. If no removal planned, select reason(s) unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram: on an unknown date: essure device was successfully occluded. Pregnancy test: on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: adhd. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : outcome of the events pelvic pain, genital bleeding and urinary tract infection was updated to recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included per vaginal bleeding, mild mental retardation, gerd, cough, kidney stone, pain in limb, carpal tunnel syndrome, miscarriage, heart disease, unspecified and turbinectomy. Concurrent conditions included overweight, hypertension, asthma, migraine, cramp in lower abdomen, headache, abdominal pain, vaginal itching, vaginal redness, recurrent uti, tenderness, yeast infection, vaginal candidiasis, ovarian cyst, lung disease, nabothian cyst, low back pain, flank pain, pyelonephritis, numbness, paraesthesia, fever, sore throat, dysuria, hemoptysis and increased urinary frequency. Concomitant products included salbutamol (albuterol) from (B)(6) 2015 to (B)(6) 2017 for asthma, atenolol from (B)(6) 2015 to (B)(6) 2015 for hypertension, paracetamol (acetaminophen) for migraine, cefalexin (cephalexin) from (B)(6) 2011 to (B)(6) 2015, fluconazole (diflucan) from (B)(6) 2011 to (B)(6) 2015 and nystatin from (B)(6) 2011 to (B)(6) 2015 for vaginal infection as well as ondansetron (zofran) since 2009. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition:depression / psych injury"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems condition: adhd / psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain ("abdominal pain") and urinary tract infection ("uti (urinary tract infection)"). The patient was treated with methylphenidate and surgery (supracervica hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, depression, attention deficit/hyperactivity disorder, anxiety, abdominal pain and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for essure confirmation test that patient did not under go essure confirmation test. Current weight (B)(6). In left side one coil of the essure was visualized and on right side one coil of essure was visualized. If no removal planned, select reason(s) unable to afford surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Pregnancy test on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: adhd. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received. Case became incident. Removal details & reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.